Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic parastomal hernia repair for recurrent parastomal hernia, it was found that the mesh applied to the abdominal wall had a hole. During explantation, the mesh was cut in pieces so that it can be taken out. The patient's hospitalization was extended by 7 days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, two years following a parastomal hernia repair procedure, the patient presented with pain but without symptoms of bowel obstruction and was scheduled for elective laparoscopic recurrent hernia repair. During the procedure, it was confirmed that the mesh was fractured and a hole was noted in the middle of the mesh. The mesh was explanted and was taken out in pieces through the trocar. The patient was hospitalized by seven days.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic parastomal hernia repair for recurrent parastomal hernia, it was found that the mesh applied to the abdominal wall had a hole. During explantation, the mesh was cut in pieces so that it can be taken out. The patient's hospitalization was extended by 4 days.